Manufacturer narrative:
The replaced boards have been requested and returned to livanova (B)(4) for further evaluation. The reported issue could be reproduced and traced back to a defective component on the board. The board was replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or nonconformities relevant to the issue.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and identified the motor control and motor endstage boards to be faulty. Both boards were replaced and subsequent functional verification testing was completed without further issues. The unit was returned to service. The replaced have been requested for return to livanova (B)(4) for further evaluation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an s5 roller pump displayed an error message during maintenance. There was no patient involvement.